Manufacturer narrative:
(B)(4): product analysis :visual and optical examination of instrument confirms tip of the tap is cracked; he crack is ~2-3 mm in length and splayed out along the axis. Tip splay or trumpeting effect and a bent/jammed guidewire is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with due to off-axis use of tap with respect to guidewire.

Event description:
It was reported that intra-op,the tap was splayed on the end. The product came in contact with the patient. No patient complications were reported as a result of this event.